Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user has high glucose value. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of blood results reading "hi". Customer states that he is feeling ill and states that he has multiple diabetic issues. Customer suggested that he may seek medical attention. Customer's expected blood results are 275-300mg/dl fasting. Verified the strips expire 08/31/2017. Customer did not confirm the open date and storage of the strips. Customer did not disclose results from the meter memory. Customer calling wants to know what hi means. I review with customer that hi means. Customer states that for the past few days he have been getting hi results. Customer states that last night he got hi but after taking his shots it came down to 426mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of blood results reading "hi". Customer states that he is feeling ill and states that he has multiple diabetic issues. Customer suggested that he seek medical diabetic attention. Customer's expected blood results are 275-300mg/dl fasting. Verified the strips expire 08/31/2017. Customer did not confirm the open date and storage of the strips. Customer did not disclose results from the meter memory. Customer calling want to know what hi means. I reviewed with customer what hi means. Customer states that for the past few days he has been getting hi results. Customer states that last night he got hi but after taking his shots it came down to 426mg/dl. No adverse event reported.